Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3889-28, lot# j0357354v, product type: lead. (B)(4).

Event description:
Patient reported stimulation in wrong location. It had been turned off for two years and was uncomfortable when turned back on. Needed to be reprogrammed. Patient considering having the device explanted. It was reported that patient's diagnosis associated with the interstim device was over reactive bladder, frequency and urgency. It was also noted that patient had urinary issue. The patient had reprogramming performed. It was later reported on (B)(6) 2015 patient's interstim implantable neurostimulator (ins) battery died almost immediately after implant and did not worked. It was noted that the implantable therapy never worked since implanted. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.